Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information. Loosening of with rod disengagement / removed set-screw shown damage of inner inlet where the tip of the set screw driver engages into the set-screw. No malfunction happened during revision surgery. Revision surgery solved the issue and was completed successfully.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the closure cap became loose with rod disengagement. The removed set-screw showed damage of inner inlet where the tip of the set-screw driver engaged into the set-screw. The patient successfully underwent revision surgery for set-screw re-insertion and correction of set-screw disengagement. No further information is available. This report is for one (1) expedium verse spine system unitized set screw 5.5 this is report 1 of 3 for (B)(4).